Event description:
(B)(4). Joint pain, massive hair loss, severe anxiety and depression, memory loss, brain fog, muscle cramps, teeth problems, hurting skin, huge blood clots with period, pain during intercourse, extreme fatigue, headaches. These are all side effects from device I have now. Yes covered by insurance.

Event description:
(B)(4). I forgot some more important side effects. Severe bloating to where I look 7 months pregnant. Extreme lower back pain. Stabbing pain in different parts of my body. Weight gain. Acne.